Event description:
It was reported the customer receives no delivery alarms during a bolus deliveries. Customer's blood glucose was 120 mg/dl. Troubleshooting was not completed as the customer did not have the items to complete an infusion set change at the moment. Customer stated they were able to perform a manual prime. The customer stated they would change their infusion set. Customer's infusion sets will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.